Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating a operation check fail. The remote service engineer (rse) confirmed by contacted customer. The customer observed the error message displayed on the monitor. The field service engineer (fse) onsite checked and confirmed the treatment implementation test failed. Hardware log error 7:29:31. The defibrillator treatment board is faulty. The fse replaced the 453564489061, dfm100 assy therapy to resolve the issue and the device was returned to full functionality. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating a operation check fail. The remote service engineer (rse) confirmed by contacted customer. The customer observed the error message displayed on the monitor. The field service engineer (fse) onsite checked and confirmed the treatment implementation test failed. Hardware log error 7:29:31. The defibrillator treatment board is faulty. The fse replaced the 453564489061, dfm100 assy therapy to resolve the issue and the device was returned to full functionality. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address: (B)(6).